Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged cartridge, cartridge pan dislodged. Additional information was requested and the following was obtained: what device was used with this reload? On what tissue type was the device used? At what location on the tissue? Lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? After 3rd stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that two cartridge reloads were received for analysis. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bulla resection procedure the surgeon used the device and found that the staples in the distal part were malformed after the first firing. Changed the second reload unit but still had same problem. The surgeon used hand sewing to pin up the tissue and changed another device to complete the procedure. The sales rep confirmed that no adverse event on the patient.